Manufacturer narrative:
The product was received for evaluation on 08jun2023 could not confirm customer¿s complaint that the device experienced an inaccurate/over delivery. Could not confirm customer¿s complaint of the device failing to recognize air in the cassette. The device passed self-test with no error alarms. The device passed volume accuracy pvt test with 20.29 ml infused. Total volume accuracy of 98.5 %. Programmed the device to run a stress test using the provided customer¿s tubing set. The i.v bag was refilled to approximately 130 ml of fluid. Device was programmed to run a protocol of rate = 200 ml/hr. For a total volume to be infused of 120 ml of fluid. Device delivered a total of 120.30 ml of fluid. Volume accuracy of 99.75 %. Device passed protocol. Then programmed device at a rate of 999 ml/hr. To completely empty the bag. This was to test to see if the device recognized air in the cassette. When the bag emptied, the device alarmed with proximal air in line a n232. Device is functioning per design. Probable cause for customer¿s complaint of inaccurate over delivery was not found. Probable cause for customer¿s complaint of the device failing to recognize air in the cassette was not found. Event log/alarm history was also reviewed and n o similar alarms were found. During inspection found the front enclosure, fluid shield, and cassette door to be damaged. Verified discrepancies through visual inspection. Replaced the front enclosure, fluid shield and cassette door. Probable cause is physical damage consistent with normal wear and tear. Updated information: d9: product received on 08jun2023.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The incident involved a plum 360 infusion pump. It was reported that the pump was set in specific rate time to deliver for patient but the pump infused faster than the time was set. The event occurred on (B)(6) 2023 during infusion with set up of 4ml per hour of bag volume 50ml 12 ½ hours total but instead it completed in 8 hours. It was further added that the pump was still infusing even though the bag was empty the correct volume of the bag was 50ml according to the report. The prescribed settings of the pump were (drug = bumetanide) (volume to be infused= 50ml) (rate = 4 ml/hr) (dose = 1mg/hr). The infusion initiated at roughly 03:09am on (B)(6) 2023 and the issue was noted at approximately 10-11am the following morning. It was discovered by a nurse. The pump did not alarm during infusion but there was an n102 idle error after the infusion and an n232 and n251 prior to the infusion. No programming error but it is possible that the actual volume of liquid inside the line cassette was not considered when calculating the bag volume. There was no difficulty in programming or initiating the infusion. No filter was used during to the event. The pump and tubing was tested by him after the event. . Based on their service history no repair was done on the device. Only the annual preventative maintenance and battery change. There was patient involved but no patient harm reported.